Event description:
It was reported that the patient with this battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had not attended to an in-clinic follow up for five years. Upon interrogation, the device exhibited longevity not as expected as the estimated longevity remaining decreased from 80% to 19% over the course of 50 months, and according to the clinic the longevity should be closer to 30%. There is no evidence to suggest a request was made to have data from this device analyzed. The physician decided to set-up home monitoring. In addition, it was mentioned that the smartpass feature was disabled in 2018 due to an 11 second pause. The smartpass was reenabled to monitor further pauses. The device remains in service. No adverse patient effects were reported.